Manufacturer narrative:
Supplemental report submitted to include additional information. Added h6-type of investigation code and h6- investigation findings code. Corrected b2 and h1. The device was returned for evaluation and the following observations were noted: 26mm commander delivery system received partially inserted through its associated 14f esheath+. Loader cap over flex shaft. Inflation device with 23ml of fluid attached to the balloon port. Residual fluid on balloon. Valve deployed without difficulties. No abnormalities on commander delivery system. No abnormalities observed on the valve. No abnormalities observed on sheath. The conclusion remains the same.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggests that patient related factors (abdominal and thoracic aorta were tortuous with moderate to severe calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in poland. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by right transfemoral approach. When the guidewire was inserted it was observed a dissection in the femoral artery. The guidewire was removed from the false lumen and was correctly inserted into the vessel. It was decided to continue and resolve the event at the end of the procedure. During the advancement of the commander delivery system through anatomy it was noted that the abdominal and thoracic aorta were tortuous with moderate to severe calcification. When the delivery system with the valve approached the deployment site, it was not possible to reach out the annulus, probably because the delivery system was not long enough. Despite attempts to extend the system by retracting the pusher catheter from the valve, it was not possible to cross the annulus. It was decided to remove the devices as a single unit. A drop in blood pressure was observed with pulseless electrical activity (pea). Cardiopulmonary resuscitation was initiated and vasopressors were administered. A thoracic aortic dissection was confirmed and presence of fluid in the right pleural cavity. The extent of the dissection was seen on angiography and surgical intervention was ruled out. Due to prolonged resuscitation without response, efforts were discontinued and death was declared.